Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and has undergone corrective surgery or surgeries. Associated mdrs: 1018233-2011-00531 and 1018233-2012-01704.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report number: (B)(4) for an "avaulta posterior". Add'l info from importer report: date of this report: 10/16/2012. Brand name: avaulta posterior biosynthetic support system, catalog # 486020. (B)(6).